Event description:
It was reported pt's "hose came loose and she had to go in and have surgery to have it fixed". At the time of this report, no further info was reported. Additional info will be provided when available.

Manufacturer narrative:
(B)(4)